Event description:
It was reported that a patient's blood glucose (bg) levels reached 398 mg/dl while wearing the pod between 36 and 48 hours. Due to elevated bg levels, patient was unsure if the cannula was properly seated in the infusion site (leg). The cannula was bent. As treatment for hyperglycemia, a manual injection of insulin (.15u) was delivered and a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly and bent, into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received fully deployed. No alarms, timeouts, nor drive stalls were observed in the data. No damages were observed to the device that would prevent the proper insertion of the cannula. The cause of this event could not be determined. No bends nor kinks were observed to the soft cannula.